Event description:
The customer reports that the swg (spring wire guide) was kinked during use.

Manufacturer narrative:
Qn#(B)(4). The customer returned one opened cvc kit with multiple components. The guide wire will be analyzed as part of this complaint investigation. The guide wire showed evidence of use in the form of biological material. The guide wire was observed to have four major kinks and one bend across the entire body. The distal j-bend was slightly misshapen but intact. Microscopic examination confirmed the kinks on the guide wire body. Both welds were present and appeared to be full and spherical. The major kinks in the guide wire were located 130mm, 175mm, 222mm, and 241mm respectively from the distal end. The bend in the guide wire was located 432mm from the distal end. The guide wire total length and diameter were measured and were found to be within specification. The guide wire was passed through the distal end of the returned catheter. Minor resistance was observed at the kinks; however, the guide wire was able to pass completely through the catheter. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The IFU describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU warns, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire contained four kinks and one bend across the entire extrusion. The returned guide wire met all relevant dimensional and functional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the swg (spring wire guide) was kinked during use.